Event description:
The screw was implanted into the pt's body in 2003. In 2004 it was found that the screw broke in the body. The fracture had been healed when the event occurred and the device was removed.